Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, mode switch episodes were noted due to noise on the atrial lead. Since the lead noise does not affect therapy, no intervention was performed. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated that automated mode switch episodes had reoccurred due to noise on the atrial lead. The device will be reprogrammed at the next follow up and the patient was stable with no consequences.